Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-axis cover was bent however no confirmation of resolution yet.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the x stage cover was bent at the docking pin section. No patient present.